Manufacturer narrative:
Tech found the bed in basement repair area. Found the pt siderail was not latching due to missing nut and bolt. Replaced the pt right siderail latch nut and bolt to resolve this issue.

Event description:
Complaint received that the siderail was broken. Bed located in basement repair area. No injury reported.